Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in sweden informed biomérieux of a misidentification of staphylococcus argenteus as staphylococcus aureus in association with vitek ms instrument (ref. 410895, serial number (B)(4). Customer reported having an external sample identified as staphylococcus aureus (with 99.9 % confidence) during an external quality assessment. Customer expected staphylococcus argenteus. Biomérieux customer service informed the customer that staphylococcus argenteus was not present in the vitek ms kb v3.2 (version used by the customer) and that staphylococcus argenteus has been added in the next vitek ms kb v3.3 currently in development. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
Context: a customer in sweden informed biomérieux of a misidentification of staphylococcus argenteus as staphylococcus aureus in association with vitek® ms instrument (ref. 410895, serial number (B)(6)). Investigation: batch history record and complaint trend analysis. There is no CAPA related to issue reported by the customer. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results. Biomérieux customer service was not able to obtain a feedback from the customer despite their reminders. The customer¿s vitek ms kb version is unknown. In any case, staphylococcus argenteus is not present in any of the vitek ms knowledge bases available to the customers at this time. The following system limitation is indicateded in the vitek ms knowledge base user manuals: ¿- testing of species not found in the database may result in an unidentified result or a misidentification. - interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿. As no data were provided, it was not possible to investigate and to define the exact cause of the potential misidentification observed by the customer. Conclusion: the root cause is unknown.